Event description:
It was reported that non sustained right ventricular oversensing of unspecified origin was observed on the implantable cardioverter defibrillator (ICD). Programming changes were to be competed at a follow up in clinic. The ICD was being monitored. The patient was stable.